Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient was unsure whether the leads were also explanted and will carry the ID card. Furthermore, the nurse called back and stated that the system were already explanted. No additional adverse patient effects were reported. This rv lead was explanted.